Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated by analysts. There was no fault found with the system. The ace watchdog failure is a sympathy alarm that sympathizes with the primary audible alarm power on self test error. The speaker was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with an audible alarm and acu watchdog error. There was no reported adverse events.